Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (damaged cable, adjust belt / add gel messages, arrhythmia alarms) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled from the strain relief disconnecting wires in the dn. In addition, the belt showed signs of physical abuse. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt had a damaged cable, that the patient was experiencing "adjust belt" messages, "add gel" messages in the absence of a prior gel release, and arrhythmia alarms.